Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 495 mg/dl. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. No symptoms were reported, and the incident was treated with a manual injection. Declined to troubleshoot, because her bolus wizard was turned off, and that may have been the cause of the issue. Customer was shown how to turn on the bolus wizard, and advised her sets were defective. Nothing was returned or shipped.